Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a field service engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation verification: s(+) p(+): pilot: reading. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) was replaced to address the issue. The root cause is confirmed at this time.